Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in the image; broken video cable; and damaged fiber bonding in the outer tube area (distal end). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image issues were due to the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image of the subject device was flashing. The event was identified before a stomach reduction procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the image of the subject device was flashing. The event was identified, before a stomach reduction procedure. The procedure was completed using a similar device. There were no reports of patient harm.